Manufacturer narrative:
Of the three reported malfunctions, one lot number was provided and a lot history review was performed. No devices were returned for evaluation. Of the three malfunctions, one medical records were provided and reviewed. Perforation of the ivc and filter limb detachments were confirmed for the one malfunction, filter tilt was unconfirmed for the same malfunction. For the remaining malfunctions, the investigation is inconclusive for the patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component and patent device interaction problem. This information was received from various sources. The three events involved patients with no known impact to the patient. Of the three patients two were male, and one male was (B)(6) years old, the weights were not provided. The patient age, weight, and gender for the remaining patient was not provided.

Manufacturer narrative:
H10: the product catalog number of two malfunctions were updated to rf310f and unknown g2. Of the three reported malfunctions, one lot number was provided and a lot history review was performed. No devices were returned for evaluation. Of the three malfunctions, medical records were provided for two malfunctions and reviewed. Perforation of the ivc and filter limb detachments were confirmed for the one malfunction, filter tilt was unconfirmed for the same malfunction. For one malfunction, the investigation is inconclusive for the patient device interaction problem and detachment. For one malfunction, 1395 migration of device or device component code was added additionally and the investigation is confirmed for perforation of the inferior vena cava (ivc); however, the investigation is inconclusive for filter limb detachment and filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component and patent device interaction problem. This information was received from various sources. The three events involved patients with no known impact to the patient. Of the three patients two were male, one was female. Two patients ages were reported ranging from 59 to 71 years. There was no other information provided for all the patients.